Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and the issue of damaged hemoguard shield was observed. Additionally, 100 retention samples were visually inspected and no damaged shields were found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube the lid was broken. The following information was provided by the initial reporter. The customer stated: "we recently had a edta purple top tube where the tube lid was damaged."